Event description:
During the insertion, rn had little resistance on the introducer. Rn heard a snap and pulled it back. When the sheath was removed the introducer had broken. Rn opened another kit to compare them and make sure the whole thing was removed. Noticed the tip was missing. They performed x-ray and fluoroscopy to see where the tip was but could not see it. They performed a cut down and found it in the tissue. When the rn picked the other piece up to show the surgeon, the remaining piece broke near the hub.